Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the blood glucose monitor displayed a lower blood glucose result while the patient's blood glucose level was elevated. On (B)(6) 2020, the patient's blood glucose result was 176 mg/dl. The patient's father administered 15 units of actrapid insulin. The patient experienced symptoms of a headache and fatigue. The patient's father transported him to the pharmacy around 30 minutes later. The blood glucose result was "hi" mg/dl on the pharmacy's meter. The patient's father treated him with an extra unknown amount of insulin and transported him to the hospital around 1.5 to 2 hours later. The blood glucose result was "hi" mg/dl on the hospital's meter and the patient was unconscious. The patient was administered unknown solutions via IV and a prescription of medications for a high temperature. The patient was released from the hospital the same day.